Manufacturer narrative:
This ipg serial number was included in field advisories. Correction/removal reporting number: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is unable to establish communication with the ipg via the programmer or charging system. The patient reportedly has not utilized or charged his ipg in over six months due to extenuating circumstances including an extended hospital stay. Details regarding the next course of action in this matter have not been disclosed.